Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 188, 102, 169, 189 mg/dl (control test). Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.